Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure with MRI conditionality. The patient was doing well postoperatively. The explanted ipg was not returned as it was disposed per facility protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.